Event description:
The customer reported that on (B)(6) 2010 erroneous high white blood cell (wbc) results were generated on a coulter hmx hematology analyzer with autoloader for a single patient sample. The instrument generated a review (r) flag in conjunction with the initial wbc result. A suspect message for nucleated red blood cells and a review flag for the complete blood count (cbc) were also generated. The specimen was repeated on the same instrument four more times with similar results and flags. The erroneous wbc results were reported outside of the laboratory and were questioned by the physician. There was no death, serious injury or affect to patient treatment associated or attributed to this event. The specimen was repeated, after twenty four hours, on the same instrument. A lower wbc result was obtained and considered valid. A corrected report was issued. The specimen was collected in a plastic anticoagulant tube. The specimen was sampled from the primary tube and was normal in appearance with no visual irregularities. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010. The field service engineer (fse) was unable to determine any instrument malfunction. The fse verified the instrument's operation. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.